Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and found that the system did not boot up successfully. Review of system logfiles confirmed the malfunction, most likely cause is ¿'grabber cards¿. During troubleshooting, fse turns on the system, flexvision starts and reconnected the grabber cards and the system was restarted multiple times without any issues. Fse recommended to replace flex vision pc, if happens again. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions and log review showed a problem with the flexvision pc grabber card. The fse reinserted the flexvision pc grabber cards. The system was returned to use in good working order.